Event description:
The facility representative reported a colleague infusion pump with a reported condition of "lockout button sticks." It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. During baxter's review of the event history, it was discovered that there was an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was that the lockout button was damaged. The lockout button has been replaced. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).